Manufacturer narrative:
No device malfunction was reported on this device and it was not returned. No failures were found with this device as the product for this investigation was not available for evaluation. The patient suffered from cardiac arrest, and the reason the patient expired was confirmed to be blood loss.

Event description:
It was reported that the patient suffered a cardiac arrest during a craniotomy tumor removal.   It was reported that the sonopet system was being used during this procedure, but was not in use at the time the cardiac arrest occurred.  The operating room staff attempted to manually pump the heart for 15 minutes, but was unable to revive the patient.  It was later confirmed that the patient expired due to blood loss.  There was no report of a product malfunction.

Event description:
It was reported that the patient suffered a cardiac arrest during a craniotomy tumor removal.   It was reported that the sonopet system was being used during this procedure, but was not in use at the time the cardiac arrest occurred.  The operating room staff attempted to manually pump the heart for 15 minutes, but was unable to revive the patient.  It was later confirmed that the patient expired due to blood loss.  There was no report of a product malfunction.

Manufacturer narrative:
The user facility has discarded the tips and the tubing that were used in this case, and has elected not to return the universal handpiece and console 110v for a quality investigation. Attempts are being made to obtain additional information regarding this event, as well as the related devices. A follow up report will be filed when new information is received. Not available for evaluation.